Event description:
It was reported that a hypersensitivity reaction occurred. A physician requested a stent to test on a patient with a metal allergy. The cath lab had a taxus stent that was opened by mistake for a different procedure and the device was not used. The stent was taken off the balloon and the physician placed the stent on the skin of the patient. A rash developed. It is unknown what steps will be taken as the patient needs stent placement. No other information was available.

Manufacturer narrative:
H6 - the complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar comlaints review could not be performed as the batch number is unknown. The cause of the difficulties stated in the complaint could not be determined.